Manufacturer narrative:
The information was collected via an anonymous survey, and no identifying details regarding the customer, device serial number, or specific usage conditions were provided. As a result, philips was unable to conduct follow-up with the reporter or perform a detailed technical evaluation of the device. Due to the lack of traceable product and customer information, the alleged malfunction could not be confirmed. Consequently, no root cause analysis or corrective action could be established based on the available data.

Event description:
Philips received a complaint concerning an intellivue patient monitor mx750 through a post market clinical follow-up (pmcf) survey. In response to the survey question regarding whether there were any instances where the user expected the patient monitor to alarm, either audibly or visually, but it did not, the respondent indicated ¿yes¿ and stated that the issue ¿apparently involved a speaker failure.¿ no adverse event or harm to a patient or user was reported.